Manufacturer narrative:
The device was returned to the manufacturer; however the investigation is ongoing and was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Initial product evaluation and functional tests are complete: on may 25, 2016, an initial product condition/visual examination was conducted which revealed nicks and scratches to the meshgraft handle. The ratchet seems to have significant internal corrosion. Slight wear to the cutter blades. Cosmetic damage to the meshgraft including scratches and discoloration. Galling to the roller shaft extension. The test mesh was performed and passed. On (B)(6) 2016, the repair technician noted the bushings were wore out on sideplates causing friction between roller and sideplates. Replaced worn sideplates with bushings, roller, cutter, handle, ratchet gear pin and spring. Tested and calibrated.

Event description:
It was initially reported that the device did not have a smooth movement when the handle was turned and ratchet did not catch. Additional information received on june 16, 2016, the reported issue occurred during surgery. There was a patient involvement and there was a patient harm/injury associated with the report, wherein the additional skin graft taken during the surgery. There was an impact/damage to graft harvest, as additional graft harvest was taken from the patient. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. An alternate device was retrieved for use during the surgery and the surgery was delayed about 45 minutes. There is a medical intervention/additional surgical procedure was required to take additional skin graft and the surgical technique for the product was utilized.

Manufacturer narrative:
The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique in terms of the sterilization of the ratchet. The ratchet is meant to be disassembled and then flash sterilized. If the user were to immerse the ratchet in some type of fluid, the ratchet could become corroded and not function properly. The meshgraft ii was repaired, tested and returned to the customer.